Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: contralateral side "folded over and [the patient] could feel the outside through her skin" and later "capsular contracture" baker iii was reported. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported exchange with no complaint against the device. Healthcare professional reported "capsular contracture". Baker grade iii was later provided. This record is for the right side. The device was explanted, replaced and not available for return.